Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: ajit s. Puri, francesco massari, takumi asai et al. ¿safety, efficacy, and short-term follow-up of the use of pipeline embolization device in small (<(><<)>2.5mm) cerebral vessels for aneurysm treatment: single institution experience.¿ neuroradiology 58:267¿275; 2016. Doi 10.1007/s00234-015-1630-5.

Event description:
Medtronic received information through review of literature that this patient experienced a periprocedural technical complication during pipeline treatment consisting in the occlusion of the contralateral aca in an acom aneurysm associated with occlusion of a cortical branch covered by the ped. This complication was satisfactorily managed by IV injection of inegrillin and verapamil with complete reopening of the occluded vessel and no clinical consequence. This patient presented with a prior ruptured, previously coiled, sah. The aneurysm was located in the acom, mrs on admission was 5. The aneurysm was 2x1x1.6. The proximal parent vessel size was 2.0 and distal was 1.9mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.